Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since pilot holes, k-wires and pedicle screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the final outcome of this surgery was successful as intended, with all placements correct at the end of the surgery. There was no harm nor negative effect to the patient due to the placement, also not due to surgery/anesthesia prolong of ca. 40min. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the three inaccurate screw placements at right and left t12 and at right l2 was most likely one or both (in combination) of the following potential factors: relative movement of the patient anatomy during the procedure between the region of interest (t12 - l3) and the patient reference array (at l5) due to a non-rigid connection and/or forces applied on the patient anatomy. There was a fracture at l2, which could have contributed to spine instability. Additionally, the damage (bent teeth) of the drill guide tube identified after this procedure is indication that considerable pressure/forces were likely applied to the patient anatomy, which can also increase the likelihood of anatomical movements that are not recognized by the navigation software. Skiving of the drill guide tube away from the planned trajectory and/or skiving of the drill itself as it exited the drill guide tube and encountered hard bone due to the difficult patient anatomy (pointed and/or steeply angled bone anatomy) at the planned entry points. The patient anatomy at the entry points likely made it challenging to achieve and maintain the correct positioning and angle of the drill guide tube for drilling, and possible skiving may have resulted in a drilled path that deviated from intended, even with the navigation displaying the guide tube alignment. Apparently, the resulting deviation in the navigation display between the registered patient image and the actual patient anatomy and/or a deviating alignment of the instrument position visible in the navigation display was not recognized by the user with the appropriate and necessary accuracy verification during bone preparation and screw placement at right t12, left t12, and right l2. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A minimally invasive surgery on the thoracic-lumbar spine for a fusion of vertebrae t12 to l3, due to a bullet between t12 and l1 and a fracture at l2, with intended placement of 7 pedicle screws for fixation, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 1.5. The patient was paralyzed prior to surgery due to the bullet in the spinal canal. During the procedure the surgeons: with the patient in prone position, attached the navigation reference array on the spinous process of l5. Acquired an intra-operative CT scan with automatic image registration of the current patient anatomy to the navigation, verified and accepted the registration. Planned the 7 screw positions with the navigated pointer, aligned the navigated mechatronic cirq arm to the trajectory, starting with left t12, first manually, then allowed the cirq to robotically perform the micro-adjustments. Prepared the pedicles (pilot holes), first with a navigated trocar through the mechatronic cirq arm, then by drilling through the navigated drill guide 3.2mm attached to the cirq. Inserted a k-wire through the navigated drill guide in the cirq arm into the pedicle hole, and used a non-brainlab tap to thread the pilot hole, following the k-wire. Placed the pedicle screw following the k-wire with a non-brainlab screwdriver calibrated to navigation. Prepared and placed the remaining 6 pedicle screws bilateral in t12 to l3 (except for no placement in left l2), with the same navigated method as above. Acquired a verification intra-operative CT scan, with automatic image registration to navigation, showing that 3 of the 7 screws deviated from the intended position laterally shifted by at least 5mm to the left: the right t12 and l2 screws were more medial than expected, and the left t12 more lateral. Decided to remove the 3 deviating screws, and used the navigated pedicle access needle, with the registered verification scan, for revised pilot holes and k-wire placements to re-place the 3 screws to their intended positions with the non-brainlab tap and navigated screwdriver. With a final verification CT scan, determined that all screws were placed correctly, and completed the surgery successfully as intended. According to the surgeon: the deviation of 3 of the pedicle screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery with an intra-operative CT verification, and the screws were corrected with navigation at the very same surgery. The final outcome of this surgery was successful as intended, with all placements correct at the end of the surgery. There was no harm nor negative effect to the patient due to the placement, also not due to surgery/anesthesia prolong of ca. 40min. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.